Event description:
Device analysis completed and summary in h-10.

Manufacturer narrative:
Investigation has been completed on a smiths medical ambulatory infusion pumps/cadd cassette reservoirs. Device pictures were sent and did not reveal misalignment or damage tube. The cassette form p/n 21-7301-24 with lot unknown were received in original package. Visual inspection from a distance of 12'-24 " revealed cassette in good condition. The cassette tubing is manufactured by smiths medical of tijuana. Accuracy testing was done and passed. Manufacturing revealed no discrepancies upon quality engineering review on 04/march/2020. No root cause could be established as no issues in the shm product. The complaint of 17.9 ml in reservoir was not confirmed. The reservoir volume alarm indicated and displayed " resvol 0 "

Manufacturer narrative:
Date of event: the exact event day is unknown, only the month and year are known. Device evaluation in progress.

Event description:
It was reported that the remaining amount of medical fluid in the cassette reservoir read 17.9 ml. However, a reservoir volume alarm went off and the information indicated on the display was "resvol 0 ml." The customer checked the remaining volume and noticed that it was about 17 ml. No patient injury or complications were reported in relation to this event.